Event description:
Event description guidant received information that during an evaluation of this pacemaker in the clinic, a ventricular tachycardia episode was observed. After review of the internal electrogram by guidant technical services, it was suspected that the device was oversensing the patient's long qt interval. The consultant also suspected that a loss of ventricular capture was occurring.